Event description:
Surgeon placed atrial and ventricular pacing wires, medtronic pacer box was unable to pick up patient heart rhythm. Surgeon placed new wires and cable, but did not fix the problem. New pacer box was then used.